Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection a t the ipg site. Symptom included soreness. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well.

Manufacturer narrative:
Additional information was received that the physician believed that the infection was related to the implant procedure.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptom included soreness. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well.